Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act button dome switch. No display anomaly or failed battery alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the numbers scrolled continuously. The customer's blood glucose level was 237 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.